Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, reported issue of video distortion was confirmed due to a faulty patient board set. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the evis exera iii video system center exhibit distorted video with a non-190 scope. The event occurred during preparation for use, prior to an unknown diagnostic procedure. During a standard service inspection of the customer returned device, faulty patient board set was noted. This report is to capture the reportable malfunction found at inspection. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty patient board set could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 26-jan-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.